Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test, current measurement and active current measurement. The power management graph was in specification. No pump error alarms noted during testing or in the insulin pump history file. Unit was received with scratched casing, minor scratches on lcd window, peeling display window cover with customer applied glue/adhesive on window cover area, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error repeatedly. No further details were provided. The insulin pump will be returned for analysis.